Manufacturer narrative:
The field service engineer (fse) confirmed the leak from the diff sample segment tubing at the top of the diff mix chamber. The fse replaced all tubing at the top of the diff mix chamber resolving the leak reported. (B)(4).

Event description:
The customer reported that the tubing on top of the diff mix chamber was cracked leaking <10 cc's of fluid on the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.